Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record and the shipping inspection record of the potential product code/lot# combinations were conducted with no findings. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glide wire m and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. It is likely that the actual sample might have come into contact with the concurrently used device when manipulated in the withdrawal direction, which resulted in the exfoliation of hydrophilic coating. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that radifocus failed during a femoral intervention. The glidewire hydrophilic coating shearing after being used with an evercross balloon in a very difficult, long case. The patient's condition was stable, and they used another glidewire with no problems. Interventional cardiologist was performing the case. The procedure was completed successfully. There was no patient injury, medical/surgical intervention required.